Manufacturer narrative:
This report is submitted on september 17, 2019.

Event description:
It was reported that the patient underwent a 2nd skin revision to excise skin at implant site (date not reported).

Manufacturer narrative:
This report is submitted on august 14, 2019.

Event description:
Per the clinic, the patient experienced cellulitis at abutment site; subsequently the area was excised, and patient was treated with topical and oral antibiotics. The implanted device remains.